Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during the self inspection process of the machine, there was an alarm for low oxygen concentration, and it was found that the machine had a noticeable air leakage sound. It was detected that the aging and cracking of the joint were the causes. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the self inspection process of the machine, there was an alarm for low oxygen concentration, and it was found that the machine had a noticeable air leakage sound. It was detected that the aging and cracking of the joint were the causes. No patient involvement.